Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 157 mg/dl, 78 mg/dl, and 85 mg/dl. Customer's wife tested the customer at 157 mg/dl. She thought that reading was too high and gave the customer 27 units of lantus insulin. Wife took another reading of 78 mg/dl about 1 minute later. Wife gave the customer a fudgesicle to consume, then tested the customer at 85 mg/dl about 1 minute later. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.